Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), menorrhagia ("heavy long periods"), migraine ("migraines") and alopecia ("hiar loss") and was found to have weight increased ("weight gain"). At the time of the report, the pelvic pain, weight increased, menorrhagia, migraine and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, menorrhagia, migraine, pelvic pain and weight increased with essure. The reporter commented: ¿an intervention (disability/permanent damage, required intervention) was mentioned but not specified and/or assigned to one of the events". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.